Event description:
Da vinci 45 stapler for a gastric bypass. Doctor fired a blue load staple and upon doing so, it cut the tissue however it failed to fire the staples leaving an open hole in the stomach.